Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.

Event description:
Customer reports that during a ureteroscopy with stone extraction on a (B)(6) female patient the fluoro failed due to the collimator blades not opening. Manual override did not work the blades were stuck in the closed position. The physician was able to complete the procedure with the use of the endoscope. No reported injury.

Manufacturer narrative:
Field service engineer (fse) went on site and confirmed blades of collimator would not open. Fse replaced the collimator and checked unit for proper operation per service checklist (B)(4). Unit passed service checklist and was returned to the customer for full service.